Event description:
User facility reported that a physician successfully completed a novasure procedure in 2008. On the following month, the physician reported "she [also] did a sharp curettage at the time of novasure" and a pre hysteroscopy "that documented a normal cavity". Post hysteroscopy revealed "normal ablation without any evidence of perforation". Additionally, the physician reported that at the patient's post-operative office visit (date unk) the patient had tenderness on pelvic exam, but a pelvic sonogram "was without significant findings". Ten days after this visit, the patient had worsening symptoms of abdominal pain. A computed tomography (CT) scan of the abdomen and pelvis revealed "a pelvic abscess and possible free fluid". The patient was admitted to the hospital (date unk)and had an "exploratory laparotomy with a large bowel resection and diverting colostomy due to a bowel perforation". Treatment also included antibiotics. The physician reported "the patient is now recovering."

Manufacturer narrative:
Device history record (DHR) review was conducted for the radio frequency controller. No issues were identified and a relationship could not be made to the reported complaint. Device history records (DHR) review for the disposable device could not be conducted as the lot number was not provided by the complainant.